Event description:
It was reported that the customer was hospitalized for dka due to the customer intentionally suspending the pump while eating. Then, forgetting to resume the pump. The customer stated that the customer is doing fine. In addition, the nurse was assisted with resetting the time and basal rates. No further details.